Event description:
On 08/21/2009, the lay user/patient contacted lifescan, alleging that a one touch ultrasmart meter had a cracked display. The patient tests her blood glucose 4 times a day. She takes 48 units of lantus insulin every morning and sliding-scale humalog insulin based on her meter readings. The patient indicated that the alleged issue started on two days prior, at an unspecified time during the evening. As a result of the alleged issue, the patient reportedly estimated his sliding-scale insulin dosage. The patient took an unspecified minimum dose of humalog insulin. The next morning, the patient claimed that he woke up with symptoms of sweating, frequent urination, and feeling tight all over his body. The patient stated that he sweats when his blood glucose level is very high. The patient administered self-treatment by taking a higher dose of humalog insulin that morning. The self-care helped to relieve his symptoms. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.